Event description:
It was reported that during a transcatheter aortic valve (tav) implantation procedure using an evolut fx 34, a pre-implant balloon d ilation was performed using a 24 mm non-compliant balloon due to calcification in the aortic annulus and all three valve leaflets. The valve was implanted via left femoral artery surgical cut-down. During deployment, the valve reportedly dislodged and was recaptured twice. Pacing over the wire at 140 bpm was performed for final deployment, with an implant depth of approximately 4 mm at the non -coronary cusp and left coronary cusp. The valve frame appeared under-expanded, and a post-implant balloon dilation was performed with the 24 mm balloon. After transfer to the ward, the patient reportedly experienced a stroke and later that night the patient died. The cause of death was reported as suspected aortic perforation and stroke. Additional information was received to report after the recapture, an infold was observed in the tav frame. Both the implanting cardiologist and the cardio thoracic surgeon were uncomfortable to remove the valve and replace it with a new one. Therefore, a decision was made to deploy the valve and the perform a balloon dilation of the tav. It was noted, the patient's anatomy included a calcified aortic valve and aortic arch which may have contributed to the stroke. The ischemic stroke was confirmed by computed tomography and treated with a successful intra-arterial thrombectomy. Per the physician, the cause of the stroke, perforation, and subsequent death was probably due to the delivery catheter system and valve placement with secondary dissection of the aortic root (followed by rupture possibly luxated blood pressure rise after the catheter-based intra-arterial therapy procedure)

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event b5. A second paragraph was added. H6. Eval code method pertains to the dcs additional codes. Annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using an evolut fx 34, a pre-implant balloon dilation was performed using a 24 mm non-compliant balloon due to calcification in the aortic annulus and all three valve leaflets. The valve was implanted via left femoral artery surgical cut-down. During deployment, the valve reportedly dislodged and was recaptured twice. Pacing over the wire at 140 bpm was performed for final deployment, with an implant depth of approximately 4 mm at the non-coronary cusp and left coronary cusp. The valve frame appeared under-expanded, and a post-implant balloon dilation was performed with the 24 mm balloon. After transfer to the ward, the patient reportedly experienced a stroke and later that night the patient died. The cause of death was reported as suspected aortic perforation and stroke.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut fx delivery system; product ID: d-evolutfx-34; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: unknown; FDA site ID: 9612164. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.